Event description:
The core impaction drill was sent in for evaluation due to overheating during a procedure. The procedure was completed with a replacement device without any clinically relevant delay. No adverse event was associated with the device.